Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a decrease in pacing lead impedance, a decrease in sensing threshold, and a loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were discovered. Lead revision is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead revealed no anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of loss of capture and low lead impedance were not confirmed.

Event description:
Additional information received indicated that the lead was explanted and replaced to resolve the event. The patient was stable.